Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging after they prime the pump, the cartridge starts to fill up with air. The patient reportedly experienced hyperglycemia with blood glucose ranging between 250-300 mg/dl with additional symptoms of small urinary ketones, abdominal pain, nausea, and tremors. The patient received telephone advise from their physician instructing them to drink lots of water. The basal settings were adjusted by the physician. Troubleshooting completed by animas customer support revealed the patient was filling the insulin cartridge with cold insulin out of the refrigerator without being brought to room temperature first as advised in the manufacturer's instructions for use. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with user error.